Manufacturer narrative:
H.6. Investigation summary batch history analysis (DHR), maintenance records and quality notifications were checked and no deviation was found for this batch. No samples were made available by the client for evaluation. With only the photo it is not possible to carry out an investigation and determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. .

Event description:
It was reported that needle 27x1/2 ll eclipse was blocked during use. The following information was provided by the initial reporter: description of the event: needle blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 27x1/2 ll eclipse was blocked during use. The following information was provided by the initial reporter: description of the event: needle blocked.